Event description:
It was reported that during an unk procedure that the clips would not advance. Another device was used. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 8/13/2007. Serial number=na. Feedbar and anti-backup. The analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the feedbar was bent and disengaged from the feedbar driver and the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.